Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the catheter was placed into the pts lumbar region. The physician stated the catheter became caught inside the pt. When the nurse attempted to remove the catheter it broke off inside the pt. The physician mentioned the catheter was inserted up to 16cm inside the pt. The sales rep discussed the proper insertion depth of the flextip was 3-5cm. Follow up info received on (B)(4) 2012, states the last 3cm are retained in the pt.